Event description:
Zero pointed was adjusted in the operating room and then the catheter was removed from the extension cable. The catheter was inserted into the pt who was transported back to the pt ward. When the catheter was reconnected back to the cable at the ward, the monitor displayed the error code "e01" and no figure for the pressure was measured. The physician treated the pt only by drainage.